Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve, delivery system, and esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with valve through the 14fr esheath was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the esheath during device unpacking or preparation. As reported, "the esheath damage or abnormality were not observed. Resistance was felt slightly more than usual during device insertion. No resistance or difficulties during device removal was observed." Per the training manual, "push force can vary due to angle of insertion, thv size vessel diameter, tortuosity and degree of calcification." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Lastly, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In this case, a definitive root cause was unable to be determined. However, it is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure and caused or contributed to the reported event. Regarding the thromboembolism event, the edwards transcatheter heart valves (thv) and use of complementary accessory devices such as the esheath and commander delivery system are used in patient's undergoing the thv procedure. Thv is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. Thromboembolism is defined as a blood clot that travels to another location from the site where it formed. This blood clot can then block the flow of blood to an area of the body, causing tissue hypoxia, tissue death, and can be life-threatening. However, prompt treatment greatly reduces the risk for tissue damage. During the thv procedure, it is the natural tendency of the body to form clots on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practice mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. Per the instructions for use (IFU), potential risks associated with the overall transcatheter valve replacement (tvr) procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. In this case, thromboembolism was confirmed, and an endovascular treatment (evt) was performed to treat the thromboembolism. There was no allegation or indication a device malfunction contributed to this adverse event. An exact cause for the thromboembolism could not be determined; however, it may be due to procedural factors (inadequate anticoagulation) as described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve via left subclavian artery approach. It was reported that there was slightly more resistance than anticipated during advancement of the system. After successful implantation of the valve, the 14fr esheath was removed. During post procedural suturing of the groin site, hemostasis was difficult to achieve. It was suspected that the deep sutures were causing hemostasis difficulty. Suturing had to be reattempted after distal blood flow to the left hand could not be confirmed. An angiography performed revealed a dissection. The suturing was completed, and a stent was placed to resolve the dissection. A thromboembolism was also confirmed. The thromboembolism was resolved with an endovascular treatment. The procedure was then completed, and the patient outcome became "recovering".

Manufacturer narrative:
The investigation is ongoing. Device was discarded.